Manufacturer narrative:
Detailed investigation of the reported issue determined that a remote system update (ve40a svp2501) failed. According to the log file analysis, the update was started by the user at 11:41 pm on (B)(6) 2025. While running the software update, the system was in ¿bypass¿ mode and a message was displayed to the user notifying that the unit was offline. The "bypass" mode is an operating mode for various failure scenarios in which basic system functions remain available. This allows the clinical procedure can be completed or stopped in a controlled manner, if necessary. However, the installation was not completed, and since the system was not used or checked as specified in the instruction for use until (B)(6) 2025, the user was not aware of the system issue until the emergency patient arrived. A reboot of the system performed by the user did not solve the problem. However, bypass mode remained available. As part of service activities, the system was restored to its normal state using a backup copy. Parts of the log files were deleted during the restoring attempt, therefore, no conclusive root cause for the issue could be determined. The available information indicates insufficient disk space for the patch installation. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono floor system. During an emergency patient procedure, the unit would not start, which led to a delay. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.